Manufacturer narrative:
Device history records review was completed for part# 357.377, lot# 7581812. Supplier: (B)(4), release to warehouse date: apr 17, 2014. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information was not provided for reporting. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review is pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade coupling screw malfunctioned during a trochanteric fixation nail (tfn) procedure on (B)(6) 2017; the surgeon had difficulty separating the helical blade coupling screw from the helical blade inserter. The helical blade coupling screw was inserted in the helical blade inserter and the back end of the helical blade was aligned with the inserter as intended for the procedure. After implanting the helical blade, the surgeon attempted to disengage the helical blade inserter from the helical blade by inserting a screwdriver into the hexagonal end (the screw base) of the helical blade coupling screw. The screwdriver (which was later tested and noted to not be damaged in any way) did not readily fit into the hexagonal recess of the coupling screw base. The surgeon had to tap the flexible screwdriver into the coupling screw base in order to untighten the coupling screw; thus, disengaging the devices from one another. This caused a surgical delay of ten minutes. There were no broken pieces or fragments generated. There were no additional x-rays or medical intervention required. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: helical blade (part # unknown, lot # unknown, quantity 1), flexible screwdriver (part # unknown, lot # unknown, quantity 1). This report is for one (1) helical blade coupling screw. This is report 1 of 1 for (B)(4).